Event description:
It was reported that during implant the lead was fractured and the insulation was damaged. The lead was not used.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.